Manufacturer narrative:
Follow-up #1 and final report submitted to correct and to update sections based on the results of investigation. Reported event: customer reported having difficulty reaming and impacting. Device evaluation and results: device evaluation was performed and the variable hip end effector event was confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and inspected on 09-10-2015. (B)(4) were accepted with no reported discrepancies, this includes the returned device. (B)(4) were dispositioned according to npr (B)(4). Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19021214, RMA #: (B)(4). Conclusions: the exact cause of the event was: the variable hip end effector showed a failed locking mechanism. The hip chuck slide assembly (part 202870) has a retaining ring on the bearings as an extra layering of protection that snapped out of place. The hip end effector can continue to function properly without it in place. Additionally, due to the size and shape of the retaining ring, it cannot fall out of the hip ee on it own. The parallel hip end effector showed a failed locking mechanism. Specifically the locking mechanism shows signs of oxidation, which has made actuating the locking mechanism difficult. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #(B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. During the case the surgeon experienced difficulty reaming and impacting. After the case, the sales rep visually inspected the end effector and noticed a loose metal ring inside. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. During the case the surgeon experienced difficulty reaming and impacting. After the case, the sales rep visually inspected the end effector and noticed a loose metal ring inside. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from (B)(6) 2016 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is a s2. Therefore, we will no longer be filing reports for this event type.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. During the case the surgeon experienced difficulty reaming and impacting. After the case, the sales rep visually inspected the end effector and noticed a loose metal ring inside. The case was successfully completed and there was no harm to the patient.